Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "flipped and capsular contracture baker grade unknown" diagnosed via ultrasound. Healthcare professional later confirmed capsular contracture baker grade iii. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "flipped and capsular contracture baker grade unknown" diagnosed via ultrasound. This record is for the left side. Device remains implanted.